Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history record was also not possible as the product and lot code was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 12 years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear and osteolysis.